Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system was returned for analysis. Visual examination of the returned device found the stent partially deployed and the complainant also provided a picture where it can be observed the stent in this condition. Functional inspection was performed, the catheter was unlocked moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passes through the luer with high resistance. Also, the stent hub was moved down to the second and fourth position. The stent presented a slow expansion issue, but it was able to complete a full expansion eventually. No other problems were noticed with the stent or the delivery system. Product analysis confirmed the reported event of stent partially deployed as the stent was returned partially deployed. In addition, the stent was noticed to have a difficult or slow expansion. In a procedural setting, there would be additional factors/steps that would manipulate the stent into position where its ability to expand is dictated by the anatomy rather than the manufacturing dimensional specifications. Stent expansion rates can be also impacted by compression, time, temperature, and humidity. Thus, the stent slow to expand events are anticipated, and the axios instructions for use (IFU) provides remediation strategies, such as post deployment dilation of the stent with a balloon catheter. Taking all available information into consideration, the investigation concluded that the most probable cause of the events is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the IFU / product label. Additionally, stent partially deployed is noted within the IFU as a possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the bile duct for drainage during an endoscopic ultrasound (eus) with lumen apposing metal stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be fully deployed. The stent was partially deployed when removed from the patient. The procedure was completed using an alternative method. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the bile duct for drainage during an endoscopic ultrasound (eus) with lumen apposing metal stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be fully deployed. The stent was partially deployed when removed from the patient. The procedure was completed using an alternative method. There was no patient complications reported as a result of this event.